Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024 and therapy was discontinued on (B)(6) 2025. The patient experienced pain at the ipg site. Follow-ups occurred on (B)(6) 2026 and (B)(6) 2026, and an ipg explant was scheduled for (B)(6) 2026. A procedure occurred on (B)(6) 2026, and the ipg was explanted. It was noted the patient had a history of chronic pain. As of (B)(6) 2026, the patient had not reported any ongoing pain to their physician.